Manufacturer narrative:
A medtronic representative reported additional event information that they alleged navigation to be off approximately 20mm. They did not drape the frame as they used half sheets. The system was off with all spine instruments. The rep did not test the two units against each other because the field service tech was going out there to replace broken covers on the unit at the same time. The rep did cover a cranial case for tumor using the navigation system that same morning and everything was accurate. A medtronic representative went to the site to test the equipment. The rep performed testing with both the imaging and navigation systems, a spine model, probe, and frame. The performed spins on both sides of the imaging system, and navigation was accurate on both sides per the visual test. The rep did not have access to the navigation calibration kit to perform calibration verification. However, the imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a case they were doing a lumbar fusion. Using the imaging system and taking out some old hardware. The surgeon went into a hole with probe off and the probe was off laterally to patient left, went into the right sided hole and was extremely off - showing in mid line of patient's vertebral body. Did another imaging shot and verified that the system is inaccurate. The issue caused minimal delay to the procedure of less than 5 minutes. A c-arm was already in room, they proceeded to finish case with c-arm. There was no impact to the outcome of the patient.